Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that episode review was requested for this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead due possible atrial undersensing concerns in a stored ventricular tachycardia (vt) episode where therapy was not delivered. Upon review, technical services (ts) confirmed there was some atrial undersensing. However the observed undersensing did not appear to impact the delivery of therapy as the patient's rhythm converted on its own. Ts reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.